Event description:
Customer reported that the pump housing and usb port were damaged, impacting their ability to charge the pump, though it had not caused the pump to shut down. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged for a replacement pump as the existing one was under warranty, instructed the customer on storage mode, and provided details for returning the faulty pump.